Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of normal saline. After unspecified lengths of time, it was reported that the tubing separated from unspecified locations at one of the two clave y-sites on the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reports of adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported separations were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.